Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving hydromorphone 3 mg/ml at 1.8734 mg/day, clonidine 1750 ug/ml at 1092.8 ug/day, and baclofen 2000 ug/ml at 1248.9 ug/day. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. The 8840 physician programmer displayed the broken programmer symbol while updating the patient's pump, but the hcp did not know what the error code was. The pump went into an inadvertent stopped pump mode at that time. The hcp attempted to call the device manufacturer as the issue occurred but was unable to reach the device manufacturer. The pump was stopped for 30 minutes or longer. The hcp was programming the decrease and did not have to reprogram everything. The hcp was told that the device manufacturer was maybe doing a software upgrade from another manufacturing representative.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The 8840 physician programmer displayed an error code. The hcp did not know what the error code was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.